Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on (B)(6) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins isn't holding a charge as long and says "it would last a good 3 weeks before" and says now it's lasting 6 days and says this started happening these past couple of months and clarified it was late 2021. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient and a field representative (rep) on april 25th. The pt reported that they didn't make any changes and it takes 5 hours to fully charge. When the battery was new, the charge lasted 3-4 weeks and now it doesn't hold longer than a couple days. Pt reported that their healthcare provider (hcp) and rep deemed it time to replace the battery. The rep reported the same day that the ins was replaced due to normal battery fade out although it has not reached eos yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the customer discarded the explanted device so it would not be returned for analysis. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.